Manufacturer narrative:
(B) (4). Implanted device remains.

Event description:
Per the audiologist, the patient would not wear the external processor. In order to complete an integrity test, the patient wassedated. The results of the integrity test (B) (6) 2010 indicate normal receiver stimulator function with multiple electrodeanomalies.more information has been requested however was not available at the time this report was filed (B) (4).